Event description:
During a follow up call the customer stated that there were large gaps between the sensor glucose values and the blood glucose values. The sensor glucose was 270 mg/dl but the blood glucose was 399 mg/dl. The customer stated that they did not go to the emergency room. The customer stated that the readings were off thirty percent of the time. The customer disconnected the call before any further information could be obtained. At the time of the phone call the customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.